Manufacturer narrative:
Surgery field service engineer replaced hv cable, collimator cover, x-ray lamp. Replaced damaged keypad. Verified proper operation of system. Unit is functional and operates as intended.

Event description:
User reported images are distorted and system tracks to max technique. No patient was injured.